Manufacturer narrative:
The cord was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The cord fail the continuity test with an open found in the power cable. The visual inspection showed the ground prong bent. The power cable was faulty. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after taking the confirmation spin and removing the system from the operating room (or), the mobile view station (mvs) would not power back up. The site stored the system and was trying to reboot it due to a beeping noise. After rebooting the system the beeping stopped, but the mvs would not power back up. The image acquisition system (ias) functioned as intended. The system was plugged into a known functioning power outlet. There were no error messages present. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed. The ground prong on the power cord had damage to it. The power cord was replaced. The fuses were left inside of the mobile view station (mvs) for future use. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after taking the confirmation spin and removing the system from the operating room (or), the mobile view station (mvs) would not power back up. The site stored the system and was trying to reboot it due to a beeping noise. After rebooting the system the beeping stopped, but the mvs would not power back up. The image acquisition system (ias) functioned as intended. The system was plugged into a known functioning power outlet. There were no error messages present. No patient was present at the time of the event.